Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not receive effective pain relief from her scs system. Intra-op testing revealed a high impedance reading on all of the patient's right lead contacts. Subsequently, the patient underwent surgical intervention wherein one of the patient's leads was explanted and replaced.

Event description:
Follow-up information revealed effective therapy resumed following the procedure and the reported issue has resolved.